Event description:
Epi ceram first use friday pm (B)(6) 2020, woke up saturday, red, blisters on skin and pain. It is now (B)(6) 2020, I still have redness and a peeling face. Called dermatologist. Receptionist would not let me see the doc and told me to go the nearest emergency room or she will get doc to prescribe me another cream. I asked about cerave and she told me to use that one. I could not use anything for a week or so-too much pain. Then added cerave, it calmed it down some. But, I still have redness on part of face.